Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.50x33mm xience sierra drug-eluting stent delivery system was advanced and positioned when stent separation occurred. The damaged material was successfully retrieved via the left radial approach. There were no reported adverse patient effects however intervention appears to have been performed. No additional information was provided.